Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device had entered backup vvi mode. The patient presented to the hospital after experiencing dizziness syncope episode. The device was successfully restored to normal function and the patient will continue with regular follow-up. The patient¿s condition was stable.